Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml) at 3.997 mg/ml for non-malignant pain and other chronic/intractable pain in the trunk/limbs. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2016. The patient was unresponsive and inacute renal failure. The patient's last refill of the pump had been a few weeks prior. The pump was last updated on (B)(6) 2016. The patient was put on a narcan drip and then began to respond to stimuli when present. The patient's "gfu was at 16, potassium at7, and creatinine at 3." The pump was read and then set to minimum rate mode (0.061 mg/day). After turning the pump to minimum rate on (B)(6) 2016, the healthcare provider then increased the dosing by 1 mg/day. On (B)(6) 2016 the patient was increased to 1mg, then to 2mg the following day, at which time the patient was up, walking, and talking. The hospital planned to discharge the patient and have the managing physician take over the next dose titration. The patient appeared to be doing well. The patient's medical history included acute renal failure. The patient's concomitant medications were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.